Event description:
It was reported that 2 grav 10 dp cv 4 ss 2g-3way stpck experienced component separation. The following information was provided by the initial reporter: material #: 42100e-07, batch/lot #: 20105656. Our anesthesia staff use bd 42100e-07 and it is reported that often the connections are very loose. The tubing requires tightening of each component prior to use.

Manufacturer narrative:
Investigation summary: a sample was returned and investigated in vernon hills. The customer complained of separation issues between the stopcock and the infusion tubing and after initial investigation, the spin collars on the stopcock were loose when received. This verified the customer's complaint. The root cause is unknown for the failure at this time. A device history record review for model 42100e-07, lot number 20105656 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 grav 10 dp cv 4 ss 2g-3way stpck experienced component separation. The following information was provided by the initial reporter: material #: 42100e-07. Batch/lot #: 20105656. Our anesthesia staff use bd 42100e-07 and it is reported that often the connections are very loose. The tubing requires tightening of each component prior to use.